Event description:
Received medwatch report: a secondary tubing containing an IV antibiotic was found connected below the IV pump improperly resulting in the antibiotic free flowing instead of infusing as directed. The tubing was connected to the primary tubing (2426-0007) just below the pump. There was no harm or intervention required for the pt. Although requested, no further pt or event info was provided. (B)(4).

Manufacturer narrative:
(B)(4). Customer stated the product will not be returned. The customer's report of the secondary set improperly connected below the IV pump on the primary administration set resulting in free flow, could not be confirmed. The set was not returned for eval.